Manufacturer narrative:
Additional information was received and b5 clinical narrative updated.

Event description:
Revised clinical assessment: a 59 year old female suffered a myocardial infarction witih cardiogenic shock. During percutaneous coronary intervention, a dissection to the left anterior descending coronary artery occured and the patient received an impella cp. On arrival to the intensive care ward, the access site was oozing and bleeding couldn't be fully controlled. During transport, the pump moved, couldn't be repositioned and was replaced. Hemostasis of the right femoral access site couldn't be achieved by conservative measures and required surgical repair. The replacement impella cp could be successfully weaned and removed the following day. The artery was closed by vascular surgery during a CABG procedure. This was successfully managed.

Manufacturer narrative:
Section d UDI was corrected. Section h device manufacture date was added.

Manufacturer narrative:
Added: d1, d3, e4. Corrected: d4 (serial). Major bleed/access site adverse event: the cause of the bleed was most likely use issue related due to patient movement since the pump moved out of the position during the transport per clinical. Device in wrong position: the cause of the device in wrong position was most likely use issue related due to patient movement since the pump moved out of the position during the transport per clinical.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 59-year-old female suffered a myocardial infarction witih cardiogenic shock. During percutaneous coronary intervention, a dissection to the left anterior descending coronary artery occured and the patient received an impella cp. On arrival to the intensive care ward, the access site was oozing and bleeding couldn't be fully controlled. During transport, the pump moved, couldn't be repositioned and was replaced. Hemostasis of the right femoral access site couldn't be achieved by conservative measures and required surgical repair. The replacement impella cp could be successfully weaned and removed the following day.

Manufacturer narrative:
Additional information the patient was transferred to (B)(6).